Event description:
It was reported that during a system placement, several complications occurred. Initially, the placement of the cannulation of the coronary sinus (cs) and lv lead placement proved challenging. During the procedure, the lv lead dislodged while cutting the guiding sheath and could not be repositioned due to the prolonged duration of the operation and the patient's discomfort, leading to the abandonment of the attempt. The procedure was rescheduled, and the lead was surgically abandoned. No adverse patient effects were reported.